Manufacturer narrative:
Other components include: product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2 to 4 mg/ml dilaudid at 0.79 to 1.58 mg/day via an implantable pump for non-malignant pain. On 2016-09-28, it was reported that during the patient's pump refill on (B)(6) 2016, the pump was refilled with 4 mg/ml dilaudid but was left at 2mg/ml in the programmer and no bridge bolus was programmed as a result. The patient was asymptomatic according to the hcp when the daily dose had been doubled due to the programming mistake. On (B)(6) 2016, the patient was back in for another refill and the programming error was corrected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.